Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 32 mm stent delivery system was returned for analysis inside the guidecatheter. The stent could not be withdrawn proximally into guide due to stent damage- proximal end of the stent had been bunched distally along the balloon exposing the proximal balloon wall. To remove it from the guidecatheter, the hypotube was cut at the strain relief. An examination of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and bunched distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The proximal balloon cone as well as the mid to proximal balloon region was exposed and crimp marking could be noted on the balloon wall, but the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a damaged/stretched region in the inner shaft polymer extrusion measured at 8cm distal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty and stent damage occurred. The patient presented with st elevation myocardial infarction. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 32mm synergy ii drug-eluting stent was advanced, however; it was noted to be shorter than the lesion. The device could not come out of the guide catheter and was pulling back on the wires. The entire system was removed and proximal stent deformation was noted. The procedure was completed with a different device. No patient complications were reported and patient status was fine.

Event description:
It was reported that removal difficulty and stent damage occurred. The patient presented with st elevation myocardial infarction. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 32mm synergy ii drug-eluting stent was advanced, however; it was noted to be shorter than the lesion. The device could not come out of the guide catheter and was pulling back on the wires. The entire system was removed and proximal stent deformation was noted. The procedure was completed with a different device. No patient complications were reported and patient status was fine.